Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), pump error 53(software error detected). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer reported that the insulin pump was dropped/bumped with no visible pump damage. No harm requiring medical intervention was reported. Mmt-1886 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thump software. Unit passed the self test and displacement test. No pump error 53 alarms noted during testing. However, the history/trace download confirmed pump error 53(line number 9640 file number 8192) alarms on 05/03/2024 at 04:31:36.000 and at 04:56:36.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump was shaken, and no rattling noise noted on the reservoir compartment. The following were noted during visual inspection: scratched case, keypad overlay texture damage, and stained keypad overlay. Cosmetic damage at the reservoir compartment (rattles when shaken) was not confirmed, however, other cosmetic damage confirmed where scratched case, keypad overlay texture damage, and stained keypad overlay was noted. Alleged pump error 53(line number 9640 file number 8192) alarms confirmed in the pump history/trace files on 05/03/2024 at 04:31:36.000 and at 04:56:36.000 due to a possible hardware error bum fault (esf#3764387). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.